Event description:
Event description guidant received information that this implantable lead displayed an elevated threshold and low sensing. The lead was repositioned, and the threshold remained elevated. Defibrillation testing failed at 14 and 21 joules. No noise was present on the lead. The lead was surgically abandoned, and replaced with a competitor's model.